Manufacturer narrative:
G4: premarket / 510(k): k141150, k162350

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 5.0mmx15mmx135cm (4f) sterling balloon catheter was advanced for dilatation. During the inflation at nominal pressure, immediately the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.